Manufacturer narrative:
H6: codes were updated. One device was returned for investigation received thirty-three (33) new and one (1) used received no damage or anomalies were observed. Each cassette was leak tested with the internal bag closed all using the hydrostatic pressure pump stopping once a leak was identified. Leakage was observed between the tubing and female luer of 8 new cassettes and 1 used cassette. The luer tube bond of the leaking cassettes were separated and the tube and bond pocket were inspected. A solvent channel was observed on the tube of all the separated luers. The complaint of leakage can be confirmed. No additional investigation activities are pending at the complaint level. The probable cause of the reported problem unknown.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was medicine liquid leakage from the root of the yellow connector on the connection side of the extension tube. The event occurred during priming. There was no patient involvement.